Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged, the bearings were damaged, and the cable/cord wiring of the device was damaged. It was noted that the motor and control were damaged, and the locking parts were damaged. It was further determined that the device failed pretest for loctite and cable assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, safety assessment and noise assessment. It was noted in the service order that there was ¿smut¿ around the handpieces knob. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.